Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant while he was performing the installation surgery, because the implant got stuck into the connection. There is no information about the implant replacement in the same surgical act.